Manufacturer narrative:
Tech found that this bed is used in a burn unit and they wash the pts three times a day with excess water that stays on the topper for extended periods of time. This water does seep thru the toppers, thru the tickings and into the bladder area. Replaced the toppers to get rid of the smell and resolve this issue.

Event description:
Complaint alleged that the ticking is stained and smells.